Manufacturer narrative:
Event date is approximate, the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient (pt) was trying to figure out if there was something going on or their interstim moved or shifted because pt said: starting this week or a week and a half ago, they notice the feeling of stimulation going up on the side, up their back to their left shoulder on the side of their body where the implant is located. The pt said last night they turned it off but they noticed this morning that it was still doing it this. The pt said since implant, they have switched between programs 2 and 1 but it was unclear when and which program they were actually on. The pt reported starting to turn stim down from 1.2 to 0.8 then off last night. Patient services reviewed the option of turning stim down or off until they can follow up with their doctor. The pt said they have had no other medical tests or procedures, no falls nor any excessive activities. The pt was going to contact the doctor to further address the issue.